Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment.

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer's blood glucose level was 136 mg/dl. Troubleshooting was performed and insulin pump is stuck in the prime loop sequence. Troubleshooting was also performed for air bubbles. Customer stated that the insulin continues to drip after letting go of the act button during the prime process. Customer advised that their were air bubbles inside the reservoir. Customer was advised that the device will need to be replaced and agreed to return the insulin pump for further analysis.